Event description:
It was reported that there was an alert for low impedance on the left ventricular (lv) lead and the capture threshold was also high. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 1888tc st jude competitor lead, implanted: (B)(6) 2014. (B)(4).